Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis results: the device related to the reported event of broken device received on august 18, 2017 with lot number 3039271. Visual analysis of the returned device found no openings. A leak test was performed and found no leakage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Device labeling: "extreme care should be taken to avoid needle puncture or other damage to the tissue expander or the injection site during the expansion process."

Event description:
Healthcare professional reported "tissue expander was leaking" during implantation surgery. Patient contact with the device did occur. Surgery was completed with a back up device.